Event description:
It was reported that during the operating room setup the internal lubricant, mobil 28, was leaking from the handpiece. There was no pt contact and another handpiece was available for use.

Manufacturer narrative:
The handpiece was returned to the MFR for investigation. The investigator was unable to duplicate the customer's complaint of leaking lubricant. Preventative maintenance was performed on the handpiece and it was returned to the customer. The account was visited in order to review proper sterilization and cleaning practices.